Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started beeping and received watchdog timeout error code on screen. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The insulin pump fall out and did not turned on. The insulin pump will not be returned for analysis.